Manufacturer narrative:
Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests or verify led anomaly due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an led anomaly, a device unable to charge, the customer reported a loss of communication between the transmitter and the pump. And a lost sensor alarm. The customer reported no adverse events. The event involved product(s) mmt-7811na, mmt-1780kl, and mmt-7020a. The troubleshooting was performed and a confirmed transmitter serial number was programmed in the manage devices screen. Pump was in the process of making multiple attempts to re-establish communication with the transmitter. The customer requested that the test plug procedure be run. No damage was reported to the transmitter. The led light did not blink when connected to the tester or when removed from the charger after it was fully charged. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-7811na was requested and the customer responded that the device would be returned. No product return is required for mmt-1780kl. No product return is required for mmt-7020a.